Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that this s-ICD system was explanted and successfully replaced with a transvenous system. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated once further information is provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered shock therapy. A memory download was performed and sent to boston scientific technical services (ts) for review. A ts consultant discussed that the patient had a slow ventricular tachycardia (vt) that was below the rate cut off; however, there was t-wave oversensing which resulted in the delivery of a shock. The shock did not convert the vt and then there was additional noise which delayed further detection of the vt. The device did sense the vt and delivered another shock. Once again, there was noise post-shock which prevented further therapy from being delivered. It was also discussed that according to the follow up electrograms, the noise can be reproduced. In addition, there have been low amplitudes since implant in all postures. The ts consultant discussed additional troubleshooting to provide to the physician to determine the best course of action for this patient. An electrode revision was performed and the electrode was moved down a few centimeters. Induction testing was performed and there was delays in detection due to low amplitudes and noise oversensing which also delayed therapy delivery. In addition, conversion during testing was intermittent. Ts was contacted again and provided further troubleshooting. No adverse patient effects were reported. The physician will decide if this s-ICD system will be explanted and replaced.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The set screw moved freely in both directions. No irregularities were found with the electrode port and an electrode could be fully inserted without issue. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.